Event description:
Customer called maquet and described the following events: during a surgery, the surgeon tried to move one of the lights. When he moved the light, the light head detached from the spring arm. The surgeon caught the light head before it could strike someone. No injuries were reported. (B)(4).

Manufacturer narrative:
A maquet field service technician (fst) evaluated the device and determined that the event is due to a damaged plastic safety ring. The prc 5000 cupola is attached to the spring arm by means of a retaining segment (a.k.a pin). This pin is held in place by means of a plastic safety ring. The damaged ring discovered, allowed the retaining segment holding the prc 5000 cupola to move from its original position, releasing the cupola. The fst inspected all the similar devices in the facility and verified no similar problems existed. The prc light was removed from service and is in storage in the hospital's maintenance department. Maquet is not the primary service provider for this facility. Maquet provided the hospital with an offer to repair this light and an estimate for a preventive maintenance contract on all maquet lights. As of the date of this report, the hospital has not agreed to either of these offers. The preventive maintenance program in the prismatic series operating manual instructs the user to inspect the light to ensure the absence of "wear of the holding rings attaching the type 5000 cupolas". Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.